Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem¿s t:slim x2 with control-iq user guide: ¿avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.¿

Event description:
It was reported that multiple malfunction alarms occurred. Reportedly, the pump was expose to outside extreme heat prior to the malfunction occurring. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was approximately 150 mg/dl.